Manufacturer narrative:
Investigation summary: investigation flow: damage and functional/device interaction. Visual inspection: the 6.0mm/10.0mm stepped drill bit cannulated/large qc/435mm (p/n: 357.403, lot number: u119770) was received at us cq. Visual inspection of the complaint device showed the device tip was broken, the blades were dull, and there were other deformations and damage along the blades. Device failure/defect identified? Yes. Functional test: a functional assessment was performed on the device, and the blades were dull to the touch. The condition was able to be replicated. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device tip is broken, the blades are dull, and there are other deformations along the blades. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 357.403. Synthes lot # u119770. Supplier lot # u119770. Release to warehouse date: jun 07, 2010. Supplier: (B)(6). No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, one (1) stepped drill bit cannulated did not function; six (6) depth gauge for locking screws, two (2) locking bolt measuring device, and one (1) titanium sternal locking straight plate were found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement. This report is for (1) 6.0mm/10.0mm stepped drill bit cannulated/large qc/435mm. This is report 01 of 10 of (B)(4).